Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Serial number is unknown. Expiration and manufactured dates are unknown. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation, and product information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced disassociation of polyethylene. Patient reported immediate pain after weightlifting; noticed swelling and "popeye" muscle about the right arm. As a result, approximately 5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-17 - equinoxe humeral stem primary press fit 17mm. 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-01 - eq rev glenoid plate. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation, and product information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.